Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the most probable root cause for the found failures are improper maintenance of the device for the locking mechanism, improper handling for the damaged electrical port and normal wear for the trigger. UDI ¿ (B)(4).

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the battery oscillator device failed visual inspection due to the electrical port being broken, and the quick coupling for the saw blades could not be moved. Furthermore, during the assessment it was also found that the electrical port had broken off pieces and that the trigger was not moving smoothly. After the disassembly of the device an unknown substance was found inside of the adjustment knob of the quick coupling for saw blades which lead to the problem of the stuck locking mechanism. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, check for sticky triggers, and check the function of the device. It was noted in the service order from the affiliate in japan that during a total hip arthroplasty (tha) surgical procedure for osteoarthritis (oa) that the blade coupling part did not work, and a blade could not be inserted into the coupling. It was reported that even when the blade could be inserted, the coupling part became loose when using. The surgery was completed successfully with no surgical delay. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.